Manufacturer narrative:
Technical investigation concluded that the event is due to the user which was not able to navigate with the instrument because he did not set the instrument length in the software after the last reboot. Therefore the root cause identified is user error: did not follow IFU. It was initially reported that the surgeon decided to process without navigation. However further information was received indicating that case was completed with the rosa one device. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. The device rosa one bs16001 is not FDA cleared, but it is similar to the device rosa brain 3.0, classified haw.

Event description:
It was reported that after 3 unrecoverable errors and the navigation did not work. The surgeon decided to process without navigation.